Event description:
The customer reported being hospitalized for hyperglycemia. The high blood glucose reading was 324 mg/dl, but the customer had taken 12.0 unit of insulin and her blood glucose went down to 184 mg/dl when she arrive to the hospital. The customer stated that she started to feel sick and was nausea. The customer stated that she was experiencing high glucose level for the past thirty days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.